Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. After reaming the back knob of the ee broke off and therefore couldn't disengage the reamer shaft. Also cracks were noticed at the end of the ee at the degree notches. The surgeon impacted the cup manually rather than wait for a backup ee to be opened and robotic arm registered.

Manufacturer narrative:
Reported event: after reaming the back knob of the ee broke off and therefore couldn't disengage the reamer shaft. Also cracks were noticed at the end of the ee at the degree notches. Marchand impacted the cup manually rather than wait for a backup ee to be opened and robotic arm registered. Device evaluation and results: visual inspection: visual inspection confirms failed locking mechanism with ball bearings failing and dents can be seen on the slots of the 206997 hip enf effector base, the 202866 hip release knob was sheared off, there are cracks along the angle markers of the 206966 reamer barrell, and the 202857 dowel pins are not flush with the surface . Reference attached images. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 05/11/2016 including serial number (B)(4). Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19400515 shows 3 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. After reaming the back knob of the ee broke off and therefore couldn't disengage the reamer shaft. Also cracks were noticed at the end of the ee at the degree notches. The surgeon impacted the cup manually rather than wait for a backup ee to be opened and robotic arm registered.